Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in the lcx. During insertion into the guiding catheter the shaft of the pk papyrus broke. Another pk papyrus was used and the perforation was successfully sealed.